Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken cannula tip. Based on the condition of the returned unit, it is possible that the broken cannula tip was due to an instrument coming in contact with the cannula tip and/or excess force exerted on the cannula. It is also possible that the cannula material was more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: rectum/ lap. Sigmoid. Event description: product was used in right upper abdomen - was used for optics. The surgeons realized that something was wrong due to the constant loss of air from the advances fixation balloon and the discovery that the advanced fixation balloon was broken after taking out the trocar they saw the tip of the trocar was missing. They then started searching for the tip in the abdomen. Due to the surgery, the surgeons used an alexis lap. System size s anyway (pfannenstil). During the operation, three surgeons searched the intestinal loops for the trocar tip, one after the other, by hand. The surgeons found the tip only after about 15 minutes. It threatened to become a laparotomy. A recurrence surgery was performed (neosigma), one week after the first rectum surgery. Additional information received via email on 17nov22 by applied medical representative: the follow-up surgery has nothing to do with the product malfunction. As of my last update, the patient is doing well and has not suffered any direct consequential damage from the products. Type of intervention: the surgeons found the tip only after about 15 minutes. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: rectum/ lap. Sigmoid. Event description: the surgeons realized that something was wrong due to the constant loss of air from the advances fixation balloon and the discovery that the advanced fixation balloon was broken after tooking out the trocar they saw the tip of the trocar was missing. They then started searching for the tip in the abdomen. Due to the surgery, the surgeons used an alexis lap. System size s anyway (pfannenstil). During the operation, three surgeons searched the intestinal loops for the trocar tip, one after the other, by hand. The surgeons found the tip only after about 15 minutes. It threatened to become a laparotomy. A recurrence surgery was performed (neosigma), one week after the first rectum surgery. Type of intervention: the surgeons found the tip only after about 15 minutes. Patient status: no patient injury.